Manufacturer narrative:
Software: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing a missing low alarm with the freestyle librelink application. Adc attempted to replicate the reported issue. The lack of the app version, os and device make/model restricts the ability to identify potential causes of the customer's reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted. Sensor: the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The dhrs (device history record) for the product were reviewed, and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced weakness, poor reaction to stimuli and lost consciousness. The ambulance was dispatched, and the customer was unable to self-treat requiring administration of glucadene by a caregiver. Upon arrival, the ambulance administered six doses of insulin intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Sensor state went to state 6 (indicating early termination) after reprogramming and activating. The sensor was further investigated and de-cased and the battery was replaced. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were missing. A further extended investigation was conducted. Visual inspection was performed on the returned de-cased sensor and no anomaly was observed. The data in the initial scan was reviewed, and sensor was observed to be in state 5 with event logs 3 and 4 indicating normal termination of the sensor without any error. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. Returned sensor battery was replaced with a known good battery. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced weakness, poor reaction to stimuli and lost consciousness. The ambulance was dispatched, and the customer was unable to self-treat requiring administration of glucadene by a caregiver. Upon arrival, the ambulance administered six doses of insulin intravenously. There was no report of death or permanent impairment associated with this event.